Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery but didn't indicate that there was high blood glucose. The customer's blood glucose reading was 400 mg/dl at the time of incident and was wondering why the pump did not alert him to the high. Troubleshooting explained the alarm but customer did not have time to further troubleshoot. Customer was advised to monitor the pump and to call back for further assistance if necessary. No further details given.